Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement inside the patient occurred. The target lesion was located in the right coronary artery. After a 3.75 ebu non-bsc guide catheter crossed the lesion, a 4.00x16mm promus premier drug-eluting stent was advanced but failed to cross the lesion. When the stent delivery system (sds) was removed, it was noted that the edge of the stent strut became stuck on the edge of the guide catheter until the stent got dislodged from the sds balloon in the radial artery. The dislodged stent was retrieved using a snare device. The procedure was completed with another 4.00x16mm promus premier stent. No complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for analysis. The stent had detached from the balloon and was returned for analysis. A visual examination of the crimped stent found the entire stent profile was damaged with severe stretching and bunching of the stent struts across the length of the stent. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system.. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement inside the patient occurred. The target lesion was located in the right coronary artery. After a 3.75 ebu non-bsc guide catheter crossed the lesion, a 4.00x16mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. When the stent delivery system (sds) was removed, it was noted that the edge of the stent strut became stuck on the edge of the guide catheter until the stent got dislodged from the sds balloon in the radial artery. The dislodged stent was retrieved using a snare device. The procedure was completed with another 4.00x16mm promus premier¿ stent. No complications were reported and the patient's status was fine.